Event description:
It was reported that this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent replacement. The device was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. The device is expected to be returned for analysis, but has not yet been received for analysis.

Event description:
It was reported that this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent replacement. The device was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No abnormalities were seen during a visual inspection of the device case and header. The device case was opened and a detailed battery analysis revealed an internal short due to the torn insulation tube resulted in the fault code and ultimately, reversion to safety mode.